Event description:
Medtronic received a report that during the procedure the axium coil would not detach. The patient was undergoing surgery for treatment of a saccular, ruptured anterior communicating artery (acom) aneurysm with a max diameter of 2.4 mm and a 1.5 mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was severe. It was reported that the patient was being treated for a subarachnoid hemorrhage from an acom aneurysm. During the procedure, the coil was seated properly in the aneurysm without any trouble, however, it would not detach using the detacher. The coil was manually broken at the detachment zone, however, would not actually detach. The physician was able to pull the entire coil into the sl 10 catheter, however, once it was in the catheter it detached. The physician was able to pull the catheter with the coil inside out of the patient without any trouble. The patient¿s tortuosity was noted as severe, however, the physician did not bend or use excessive push to get the coil to the aneurysm. After the coil and catheter were removed from the patient, the patient re-ruptured on the table. The physician was able to go back up and place a few axiom coils without any problems after that. The patient experienced a subarachnoid hemorrhage (sah). The physician attempt to detach the coil with the instant detacher three times. The physician did not try to detach with another instant detacher. There was three manual attempts at detachment via hypotube. The reported device and accessory devices were prepared as indicated in the IFU. Ancillary devices include a neuron max guide catheter, sl10 microcatheter, and fathom 14 guidewire. Additional information was received reporting that prior to the non-detachment not issues were encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.